Manufacturer narrative:
Method: risk assessment. Result: too much torque applied to the blocker creates splaying of the tulip. The actual event resulted in blocker hex strip and torque wrench tip deformation. The sales rep could not confirm if a torque of 3 nm was exceeded. Conclusion: the probable cause of this reported event is user related/misuse- instrument was over torqued during the use.

Event description:
It was reported that the blocker caps stripped during final tightening.

Event description:
It was reported that the blocker caps stripped during final tightening.